Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device appears to not complete a boot up. The display turns green and the device makes a clicking noise and never powers on completely. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has performed numerous attempts to contact the customer to follow up on their reported issue but has been unsuccessful in reaching them. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.